Event description:
Zoll monitor failed to charge to shock to defib a v-fib arrest. On screen showed "shock default 80." Monitor was shut off and turned back on. The energy level was turned up to 150 joules. Monitor charged and shock delivered - converting the rhythm to asystole. Pt. Remained in asystole for rest of call. Copy of letter sent to zoll attached.